Event description:
It was reported via voluntary medwatch report that "the femoral sheath was taken up to the appropriate level, the retrieval ivc filter was placed inside the sheath and deployed. At the end of deployment, there were 2 legs of the filter which were stuck to the sheath. To prevent over-shoot of the ivc filter, the sheath was pulled back. After some manipulation with the wire, the legs were able to be freed but the ivc filter was deployed completely at the l2-l3 interface instead of the l1-l2 location.

Manufacturer narrative:
The lot number for the device is unk. Therefore, a review of the device history records could not be performed. The filter remains implanted. The delivery system was discarded by the user facility. Therefore, a device eval could not be performed. The investigation is currently underway. This event involves the same pt as voluntary medwatch report (B)(4).